Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 54 and pump error 15 alarm found on 11/09/2021. Pump passed the displacement test and self test. No pump error 54 or pump error 15 alarms noted during testing, however, pump error 15 (file #: (B)(4), line #: 1938) confirmed in the history file on 10/09/2021 on 10:25:01.000 due to a software error as per global logic analysis (esf# (B)(4)). Verified no pump error 54 in pump downloaded history. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratches on lcd window. In summary, customer allegation for pump error 15 alarm confirmed due to a software error; however, pump error 54 was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had repeated pump error alarms. The customer was able to clear alarm and rewind insulin pump. The self test was passed but insulin pump had pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.